Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the system was explanted due to infection. There were no known environmental or patient factors that contributed to the issue. It was unknown if the issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the infection was not determined as the patient didn¿t tell them. The patient was still being treated.